Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was able to complete the procedure as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the roll arm movement was blocked. Analysis of the log file does not contain roll motor malfunction. During troubleshooting, the philips technician found a problem with the operation of the motor which blocked the movement of the c roll-arm. The fse replaced the roll motion motor. After the replacement of the motor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system's roll arm movement was blocked. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the roll movement motor which resolved the issue. The device was returned to use in good working order.